Event description:
A physician intubated 4 patients with microcuff and after a short time he had to re-intubate the same patients as the tubes collapsed. The patients were unable to ventilate. They threw away the samples and the packaging. The physician was very worried about microcuff and does not want to use it any longer.

Manufacturer narrative:
This event is deemed a reportable malfunction. The reporter states an "inability to ventilate" the patient on who the device had been used. This was allegedly due to the "collapse" of the tubes, possibly from a leak in the cuff. A prompt intervention (extubation and re-intubation) was required to prevent a more serious consequence. No additional patient/ event details are known as this time. From a clinical perspective, a causal relationship between the endotracheal tube and this event is deemed possible because product use was temporally associated with the occurrence of the problem. No sample was received from the customer, therefore, an analysis on the retained sample was conducted. The analysis on the retained samples showed that it met specification as product passed the relevant tests and the tubes dimensions and hardness were found to be within the established specifications. Reported to the FDA on (B)(4) 2013. The actual date of event is unknown, so the date used was the date we became aware.